Manufacturer narrative:
The complaint of a partial subcutaneous catheter break is confirmed. There is no evidence of any manufacturing related damage or defect. The damage found on the catheter just distal to the cuff has characteristics that are typical of a tensile strength break.

Event description:
There is a crack in the tubing about three quarters of an inch below the bifurcation. Pt stated they had trouble flushing the last couple of times. Pt also does the home health care. When the rn slushed the catheter, blood came out the insertion site and then normal saline laked from the insertion site.